Event description:
A device was used during a laparoscopic gastric bypass procedure. The device fired malformed staples which did not close the anastomosis. The surgeon hand sewed the anastomosis to complete the case. There were no consequences to the patient.